Event description:
Reportedly, the patient developed twitch at pacemaker site following 3d scan at us airport. On interrogation the device was found operating in standby mode and the lead polarities had changed to unipolar.

Event description:
Reportedly, the patient developed twitch at pacemaker site following 3d scan at us airport. On interrogation the device was found operating in standby mode and the lead polarities had changed to unipolar.